Manufacturer narrative:
(B)(4)

Event description:
It was reported that pericardial effusion was observed post-implant procedure. The pericardial effusion was resolved and the patient was discharged home. The lead remains implanted.

Manufacturer narrative:
The pericardial effusion was not caused by an sjm device or the procedure.